Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right iliac artery. A 1.2mmx15mmx142cm coyote fc (emerge) balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.

Manufacturer narrative:
Age at time of event: patient is 18 years old or above.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right iliac artery. A 1.2mmx15mmx142cm coyote fc (emerge) balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years old or above. D4 - lot number updated from 30500647 to 30800647. D4 - expiration date updated from unknown to 01/05/2025. D4 - unique identifier (UDI) # from unknown to (B)(4).